Event description:
The device was explanted after an implant duration of seventeen days (17).

Event description:
Edwards received information that this aortic pericardial valve, implanted seven (7) days, was explanted due to paravalvular leakage. It was identified, through review of source documentation provided; this valve was replaced with a 23mm pericardial valve. The device will not be returned for evaluation as it was discarded at the hospital. There were no reported complications.

Manufacturer narrative:
Additional manufacturer narrative - the reported device was not returned to manufacturer as it was discarded at hospital. Without return of the explanted device the reported clinical observation cannot be confirmed. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic,. Pvl can occur in the mitral and aortic position for similar reasons, including technique and patient related factors. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. No CAPA is applicable; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.